Event description:
It was reported that the cables of the mega suturecut needle driver instrument broke during a da vinci procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of a broken cable. One grip cable was broken at the distal idlers. Cable segment stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by site was damage to the idler pulley. The idler pulley exhibited abrasion marks to the pulley rim and face. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of broken cable, if to recur could cause or contribute to an adverse event.